Manufacturer narrative:
The fse removed and cleaned the shear valve to remove salt build. He reinstalled the valve and trimmed back the tubing that fixed the leak. He repaired the tubing by trimming off .25 in which included the hole. (B)(4).

Event description:
During an unrelated service visit on the coulter lh 750 hematology analyzer the fse discovered diluent/clenz leaking from a whole in the tubing connected to port #5 of the retic sample shear valve. The fse also detected a leak at port 11 of the retic sample shear valve ((B)(4)). There was no biohazard exposure to open wounds or mucous membranes. Erroneous results were received from patient samples but none were reported out of the lab for this event.